Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2009. Explanted: (B)(6) 2023 product type catheter p roduct ID 8598a serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 03-nov-2010, UDI#: (B)(4) ; product ID: 8598a, serial/lot #: (B)(6), ubd: 28-jan-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported they were in a catheter revision and the spinal segment was partially removed and they added a new spinal segment.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) indicated it was asked but unknown when the event occurred. The patient experienced a loss of therapy due to a possible granuloma. There was no infusion system related issue. The patient¿s weight was also asked but unknown. It was noted the 8596sc was detached from the system, still in the body but not in use. A new spinal segment was added. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2023 indicated the location of the possible granuloma was unknown. It was noted the physician assumed there was an issue with all of the catheters so he removed the 8709sc as well. The customer refused return of the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.